Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer also received a minimum fill message after filling the cartridge with 300 units of insulin. Customer's blood glucose (bg) level was impacted; however, the value was not provided. Customer was hospitalized for elevated bg levels and diabetic ketoacidosis. Reportedly, pump data showed that an out of insulin alarm had occurred. Customer was treated and the issue was resolved with no permanent damage. Hospitalization release date was not provided.